Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and a visual inspection of the device was conducted during the investigation. The visual inspection of the returned device confirmed that one separated, elongated wire was returned for investigation. The total wire length, including elongated coil, measured 65.2 centimeters. The distal weld connection was missing. A document-based investigation evaluation was performed during the investigation. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for either possible lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. A drawing is included with the device labeling, warning the user not to pull the distal spring coil portion of the wire guide through a needle tip. Based on the information provided, examination of the returned product, and the results of the investigation, a cause for this event could not be established. Cook will continue to monitor for similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received 15nov2019. The intended procedure was placement of a nephrostomy tube via ¿flank region¿ access. The anatomy was not reported to be scarred or calcified. Resistance was not encountered during insertion or removal of the device. The wire tip was unable to be retrieved, as it remained in the renal cortex parenchyma. The wire guide was not manipulated or removed through a needle. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: see b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Lot number: either 9414521 or 8159529. Packages were thrown in trash at user facility, unsure which lot was used in this case. Occupation: ir lab manager. PMA/510(k) number: k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the wire included in a micropuncture access set separated and a portion remains in the patient's kidney. Reportedly, part of the distal tip "curled up" and upon removal "shaved-off" into the kidney. A portion of the wire was retrieved and will be returned to the manufacturer; however, a portion remains in the kidney. Additional information regarding event details, and patient outcome has been requested, but is not available at this time.